Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the clock was off by 3 minutes. A technical support specialist (tss) verified station time is off 3 minutes, applied knowledge article how to adjust station ntp server settings and synchronized station time to account network time protocol. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es clock was off by 3 minutes. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.